Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-01513 and 2134265-2014-01514. It was reported that automatic pullback failed. During a percutaneous coronary intervention (pci), a motor drive unit was used in conjunction with an atlantis sr pro imaging catheter to visualize a lesion. It was noted that the atlantis sr pro imaging catheter was unable to perform automatic pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.